Event description:
The customer was contacted via phone call by a company representative to follow up on an event reported by the customer via social media. The customer reported that she was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. The customer explained that she changed the infusion set the day prior and when getting home from work; her blood glucose value was 458 mg/dl. She treated with a bolus but it would not go down. She went to bed and at 2 30 am she was vomiting and meter would not read. The paramedics were called and she was taken to the hospital. It was found that the cannula was bent. The customer experienced high blood glucose due to bent cannula and pneumonia in both lungs. Blood glucose value at the time of admission was 711 mg/dl. The customer was released after a week. The customer would be meeting with the diabetes educator in a week and will be contacted for follow up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.